Event description:
It was reported by the hcp that while attempting to place a bravo ph monitor, the capsule would not release from the delivery system while it remained attached to the esophagus. After numerous attempts to free the capsule from the esophagus, the handle broke and the scope was used to free the capsule from the esophageal wall. The procedure was successfully completed using another capsule. No adverse effects to the pt or medical intervention were reported.